Event description:
It was reported that patient experienced heating sensation at the ipg site. Patient also stated the sensation is at the bottom of the ipg. As a result, surgical intervention may be pending to address the issue.